Event description:
It was reported the system interlock error. This error causes the system to shut down. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the fuse were replaced during the service call. The system was tested and found to be working as intended and put back into service.